Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported that the pain in their legs and back was more severe than what the therapy can handle. The patient stated that the therapy has not provided them with adequate relief since implanted. According to the patient, they got implanted after some nerves in their back were hit while they were having surgery for cancer. It was the resulting nerves pain for which they were implanted. Patient reported that the pain would cause their legs to ¿go haywire¿ and they wouldn¿t sleep at night. The patient stated that the pain makes it difficult to walk a block and hard to get up. Patient reported that they just want the therapy system taken out and would consider having a pain pump. The patient reported that they tried making stimulation adjustment but nothing was able to relieve the pain. They indicated that they also have an unrelated left knee surgery due to numbness and tingling on the left knee due to arthritis and were taking pain pills for the condition. The patient confirmed that the knee surgery and numbness were unrelated to the therapy. The patient reported that for the past two years prior to this report, the stimulator has not been working. The patient stated that the pain was more powerful than the stimulator can put out. They reported that they tried increasing the stimulator to the highest level and it did not help with the pain. The patient inquired about the pump implant surgery and was provided a physician listing to be contacted for information about the pump therapy. The patient indications for use are failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was not helping their nerve pain and it was bothering them at the ins site. The representative attempted to read the battery but the patient's ins had been overdischarged for months. The ins was explanted and the lead remained in place. The issue was noted as being resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient wanted to leave the lead in, in case they wanted to have a new ins implanted in the future. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.